Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incidents 42 mg/dl. The customer was admitted to emergency medical service on (B)(6) 2015. The customer reported via phone call that they had low blood glucose and was hospitalized. Customer's blood glucose was 68 mg/dl. The customer was admitted to emergency medical service on (B)(6) 2015. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 30 mg/dl. The customer did go to the doctor was advised to go to the hospital but did not go. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 42 mg/dl. The treated with glucagon. The customer stated that there is crack wraps around from the top right of the screen to the back. The customer was advised that the device would be replaced.